Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode details were not available for a symptom detected by the implantable cardiac monitor (icm). It was noted that the remote monitor had not sent a successful transmission since the date of the episode. The device remains in use. No patient complications have been reported as a result of this event.